Manufacturer narrative:
Reporting address & institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported a battery failure. It was reported that the device was in use at the time the event occurred. No patient or user harm reported. Per the diagnostics performed, the customer reported that the battery life of the v60 was insufficient, and the battery and equipment status need to be checked on site. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
A field service engineer (fse) went on site and reported that the customer's problem was confirmed and recommended replacing the battery. Per the key market response, the device was returned to service without replacing the battery, as the device could work on ac without the battery.